Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, the device was evaluated and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included testing with a simulator, defib cycle, and testing the multi-function cable and adapter, without duplicating the reported malfunction. The device successfully passed all final system level tests. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest(age & gender unknown), the device displayed a "pads/paddles lead failure" message. The clinician unplugged and re-plugged the multi-function cable and the device charged and delivered a 200j shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.